Manufacturer narrative:
A photograph of the device was received showing the stent that was not attached to the remainder of the device. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis and was updated. The engineering report is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The device was not used in the patient.

Event description:
When a 5f, 6mm x 30mm, 135 cm precise pro rx ous carotid system was removed the package for a carotid artery stenting procedure, the surgeon found that the stent was not in the stent lumen. There was direct exposure to the outside and it could not be used. There was no patient injury. The device will be returned for analysis.

Manufacturer narrative:
A report was received that the stent of a 5fr 6 x 30mm precise pro rx carotid stent delivery system (sds) was off the delivery system when the device was removed from its¿ packaging. The event involved a (B)(6) male patient with right cerebral artery stenosis, severe internal carotid artery stenosis, moderate stenosis of the left internal carotid artery, right middle cerebral artery occlusion and a tiny left middle cerebral artery. When the sds was removed from its¿ packaging, the site noted that the stent was ¿completely outside¿ of the outer sheath. The site reported that the device had been stored and handled according to the instructions for use (IFU) and that they did not note any damage to the packaging prior to removing the device from it. The site further provided an image of the device with the stent clearly off the sds. The device was exchanged and the procedure successfully completed with another device with no reported patient injury. One non-sterile precise pro rx ous carotid system, 5f, 6mm x 30mm, 135 cm was received coiled inside in plastic bag without its¿ associated stent and the hemostasis valve open. In addition, dried blood residues were observed in the device. No other anomalies were found on the received unit. Dimensional analysis of the device¿s usable length revealed that it was within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ deployment difficulty-premature/during prep¿ event was not confirmed since the stent was not returned with the device and had been fully deployed. The cause of the event experienced by the customer could not be conclusively determined. According to the product IFU, users are cautioned that the device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device¿s removal from the tray. After removing the device from the tray, users are instructed to examine the device for any damage. They are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address these types of issues.